Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. Patient came to hospital with dyspnea, chest and back pain. Echocardiogram showed a pericardial effusion, a temporary pacing lead and pericardial drain was placed since the patient has congestive heart block. A new right ventricular (rv) lead was implanted and the temporary pacing lead was removed. No additional adverse patient effects.